Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.

Event description:
It was reported to bsc that during a therapeutic ercp (patient gender and age unknown), "the cutting wire dislodged from the tip of the device." The customer reported "there was no break to the wire, but it became unfastened from the distal tip." The procedure was completed with another bsc stonetome. There was no reported complication or ill effect sustained by the patient.